Manufacturer narrative:
Analysis of 37761(serial# (B)(6)) recharger found frayed cord. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient had a damaged desktop charger cord and bent connector pin. An email was sent to repair to replace the desktop charger. The patient mentioned unrelated medical history. This included patient said they have always had a little trouble getting the charger to maintain a connection but it has been like this for several months they get 6 out of 8 boxes filled in black then it goes to 4 they have trouble maintaining a connection and think that is caused because of the dtc bent tip, the antenna looks just fine. Pt said recently their equipment shows low and the ins battery level on the insr showed between 25-50 %. Recommend patient continue to try to recharge to prevent any issues. Patient said they use an elastic band to hold the recharger antenna in place and sometimes they can do that but it takes 2 hours. Offered and sent adhesive discs.

Manufacturer narrative:
Continuation of d10: product ID 37761 lot# serial# (B)(6) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6), ubd, UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.